Manufacturer narrative:
Describe event or problem, patient codes updated. (B)(4).

Event description:
It was further reported that the immediate cause of death was myocardial infarction and other underlying causes were end-stage renal disease, diabetes mellitus and pancreatic mass. No autopsy was performed. The patient expired at home.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported as per adjudication that stent thrombosis occurred.

Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that patient death occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the proximal left cercimflex (lcx) artery with 80% stenosis and was 5mm long with a reference vessel diameter of 3.8mm. The target lesion was treated with pre-dilatation and placement of a 4.00x8.00mm promus element¿ plus stent. Following post-dilatation, the residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired and the cause of death was unknown.